Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the permanent cautery hook instrument was smoking on the right side of the metal piece (this piece allows the instrument to curve and turn when using cautery). The instrument had visible burn marks. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) performed follow-up with the customer and obtained the following additional information regarding the reported event: the instrument was inspected prior to use and nothing out of the ordinary was observed. The thermal damage was first observed intraoperatively during use. The instrument did not collide with any instrument during the procedure and no arcing was observed; only excessive smoking from the right side. The smoking was noticed when the surgeon was making a hole in the small bowel during a gastric bypass. There was no injury to the patient.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A review of the provided images is consistent with the burn damage reported by the customer. The root cause of the failure mode cannot be confirmed without the returned device.